Event description:
A customer contacted beckman coulter inc. (Bci) in regards to several erroneous glucose (glum) patient results, which were generated by unicel dxc 800 pro chemistry analyzer. Customer has been running glum in duplicate runs (critical rerun). The customer provided one initial and critical rerun results. The erroneous results were reported out of the laboratory. Amended reports were issued. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
Hotline troubleshoot the event. Customer did not initiate or request a service call in regards to this event. Customer replaced glucose electrode. A clear root cause for this event cannot be determined.